Manufacturer narrative:
At the time of this report, the manufacturer's investigation into the reported event is ongoing.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, the device alarmed for a critical delivery fault. The hospital staff responded by exchanging the affected device with a backup unit. No patient harm or lasting adverse effects were reported. Ventilator mode and settings: hfov 3100a.